Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with batch number 2070746 on the labels. The t1, t2, and suture are on the needle. The variable depth straw was not returned. A functional evaluation was performed on the returned device and found the t1 deployed and implanted as intended. The t2 would not deploy due to the actuator could not reach to push it past the dimple. A dimensional evaluation of the device pushrod, fully forward, showed its maximum reach to the needle tip of .51". A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device drawing found that the pushrod, pushed fully forward, should be within .300" to .325" of the needle tip. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include a possible failure of the actuator push assembly. No containment or corrective actions are recommended at this time. Internal complaint reference case-(B)(4). H8: updated to reuse.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the ultra fast-fix´s t2 implant did not deploy due to the actuator did not fully push past the dimple. The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.